Event description:
It was reported that six weeks after implant the lead moved lateral and the device was shocking in the rib. The patient's hcp (health care professional) adjusted the lead, repositioned the device because it had come out at a 90 degree angle, and it was good for a long while. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2011 (B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 3550-p4, lot# n288699, implanted: 2011 (B)(6), product type accessory, product ID 3550-02, lot# n281665, implanted: 2011 (B)(6), product type accessory. (B)(4).